Event description:
Information received indicates there were two falls at this account. One was a patient fall and the other was a caregiver fall. The incidents happened when the brake did not hold on the bed.

Manufacturer narrative:
The account's bed repair staff stated that they have a preventive maintenance schedule on the beds and now make checking the brakes a priority. The account alleged they have had numerous brake issues with incidents and near misses, but no documentation of incident reports were provided to the technician, and the director of nursing did not have specific incidents to report. There was no response from the accounts risk management after several attempts were made to gather additional information. The account did not have any beds down for inspection.